Manufacturer narrative:
(B)(4): the customer reported that the display keypad was no longer functional, and that no audible alarm tones were being generated. Philips is reporting this allegation that audible alarm tones were not able to be generated. The available information is not sufficient to support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the display keypad was no longer functional, and that no audible alarm tones were being generated.